Event description:
It was reported that during a tibial plateau level osteotomy (ttlo), one end of the sleeve had broken off during knee surgery for a dog to stabilize the knee for proper walking. No fragments were generated from broken double drill sleeve and back-up sleeve was used to complete the surgery successfully. Surgery outcome was good and dog was still under care for healing. It was reported that no harm, ill effect, was noted at the time, no surgical delay was reported and the procedure was successfully completed. No human patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one part 312.14 was received with the 1.1mm drill guide tube broken off. The returned instrument has numerous discolorations and appears to be well used. Laser marking is clearly visible. The returned device shows significant use during its over 18 year lifespan. The device has significant damage and gouging from significant use during its lifetime. Damage is most likely due to accumulated wear over the life of the device. Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are additional instruments used compression screw implantations and proper use and maintenance are addressed in technique guide. The returned device is multi use and is used for properly aligning screw holes while drilling. The complaint condition was caused by wear accumulated over the life of the device (18+ years), rather than the design of the instrument. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.